Manufacturer narrative:
(B)(4). Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis, which confirmed a broken mandrel. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. An expanded investigation determined the cause to be the user not adhering to the IFU deployment sequence, which led to stored tension in the actuator mandrel and resulted in the mandrel fracture. Abbott vascular issued a field safety notice, addressing this issue on feb 4, 2016. This communication notified users of the issue and instructs all users to follow the updated deployment sequence for all cases.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty during clip deployment, which resulted in the actuator knob assembly detaching from the device and required surgery for removal of the clip delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and positioned without issue. After the clip was positioned and closed, the actuator knob was turned 8 times to deploy the clip and resistance was noted. After the 8th turn, and when the knob was pulled, a noise was heard as if something had broken. The actuator knob assembly came out of the device and the clip did not release. All tension was removed from the device but the clip did not release. A mini thoracotomy was performed to detach the cds from the clip. During the surgery, a small part of the actuator coupler and l-lock (around 1 cm) was left between the two arms of the clip. The clip was confirmed to be well positioned on the valve leaflets and the mr was reduced to <1. It was confirmed that the patient had a good outcome. A clinically significant delay in the procedure was noted due to the need for surgery to remove the device. No additional information was provided.